Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the all of a sudden the patient became incontinent and has continued to leak ever since. The patient has had an artificial urinary sphincter (aus) system for approximately 11 years and he wondered if it had stopped functioning.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the all of a sudden the patient became incontinent and has continued to leak ever since. The patient has had an artificial urinary sphincter (aus) system for approximately 11 years and he wondered if it had stopped functioning.

Event description:
It was reported the all of a sudden the patient became incontinent and has continued to leak ever since. A replacement surgery was performed and it was found that the balloon had a fluid leak. No patient complications were reported.

Manufacturer narrative:
Correction to field g2: report source there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the all of a sudden the patient became incontinent and has continued to leak ever since. A replacement surgery was performed and it was found that the balloon had a fluid leak. No patient complications were reported.